Event description:
Dealer advised the left side of seat frame is cracked as you are sitting in the chair. Dealer was looking over chair and was advised no injury. Dealer could not provide any further information. (B)(4).